Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va024w3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and went to the bathroom 50 times a day. The issue began 2 weeks ago. It was also stated that the patient currently did not feel stimulation. The patient turned stimulation down about 2 days after her symptoms started because she thought it might be causing the symptoms. The patient attempted to sync during the call and received the no communication screen. The patient tried to sync a couple more times and was able to communicate. The patient was mistakenly pressing the middle button to sync. It was stated that this would turn stimulation off. The patient was currently on program 3 at 0.3 volts and stimulation was currently off. The patient turned stimulation on and felt stimulation. The patient increased stimulation to 1.5 volts. The patient was instructed to contact her healthcare provider (hcp) if symptoms continued. It was reported a week later that the patient previously called in because she accidentally turned stimulation off. It was mentioned that the got a urinary tract infection (uti) a week after her frequency began. The patient was given medicine and ¿it got a little better.¿ it was stated that the burning started again on (B)(6) 2014. It was noted that the patient tested negative for uti. The patient denied any falls or trauma associated with the event. The onset of the symptoms were stated as being sudden; possibly due to accidentally turning stimulation off. Stimulation was confirmed to be on. The patient was currently on program 3 at 0.8 volts. The patient then changed to program 4 and increased stimulation to a comfortable level. It was stated that on program 4, the patient felt stimulation ¿toward her upper crack.¿ it was stated that stimulation was never felt there before and had always been felt stimulation in the vaginal area. The patient still considered this the bicycle seat area and thought it was comfortable.